Manufacturer narrative:
The technician found missing parts on the foot section. The technician replaced the foot section hinge pins, hinge bearings, and e-rings to repair the bed.

Event description:
Information received indicates the foot section is falling from the bed.